Event description:
It was reported the 511sd was used during a laparoscopic cholecystectomy. It was reported the orange button stayed depressed and the safety shield did not cover the balde after entry. The trocar was entered under direct visualization. This happened with two devices. There was no consequence to the pt.

Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analyis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, ab)conforming; desufflation lever conforming, ab)conforming; inner gasket condition, ab)conforming; latch condition, ab)conforming; obturator condition, ab)conforming; outer gasket condition, ab)conforming; reset button condition, ab)conforming; sleeve condition, ab)conforming; stopcock condition, ab)conforming and trocar condition, ab)conforming. Functional tests & results: does safety shield retract, ab)conforming; flapper door functional, ab)conforming and lockout functional, ab)conforming. Analysis conclusion: based upon the inquiry info, visual examination and functional test, no conclusion could be reached as to how the reported "orange button stayed depressed and the safety shield did not cover the blade after entry" during surgery occurred. Two instruments were received containing excessive dried body fluid. The devices were examined, found to be functional, and were cycled repeatedly without incident. The instruments were tested using a porvair simulation of skin and found to function as intended. The experience reported by the surgeon could not be repeated during testing.